Event description:
This was the injection cap on a PICC for IV vancomycin. The PICC was pulled out approx 6" during the night. The pt was connected to a pump.when the access was evaluated it was noted that the diaphram of the nima was inverted. This could allow air entry or blood back-up in the PICC. Rptr was unable to flush the PICC. Recommended it be pulled due to questionable integrity of the line. The pt refused further needle sticks. Therapy was discontinued one week early.